Event description:
It is reported that the pt was revised due to wear of the liner and the presents of a pseudotumor. Pain was also reported.

Manufacturer narrative:
Eval summary: the device was in vivo for approx 14 years. The journal of arthroplasty case report "pseudotumor presenting as a pelvic mass: a complication of eccentric wear of a metal on polyethylene hip arthroplasty" is an account of the finding of the left hip revision with a large cystic mass. In this case report it stated that the acetabular bear surface has worn through to the acetabular shell and was articulating on the metal shell superolaterally. The mass contained a dark gray fluid. The mass was party excised and washed out with large amounts of normal saline as it had extended deep into the pelvis. X-rays and MRI photos shown in the case study showed the mass and that the worn acetabular. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. Should additional substantive information be received, the complaint will be reopened.